Manufacturer narrative:
It was reported that the surgical clipper base was identified to be smoking while charging a surgical clipper handle inside of a procedure room. It was not identified how long the surgical clipper handle was charging prior to the reported smoking. A staff member reportedly noticed the smoking, unplugged the surgical clipper base, and removed it from the procedure room. There was no impact or adverse effect to a patient, to a staff member, or to a procedure related to the reported incident. No sample was returned to the manufacturer for evaluation. A root cause of the reported incident could not be determined. Due to the reported surgical clipper base smoking, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the surgical clipper base was identified to be smoking.